Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No program alarm anomaly, signal too low alarm, unexpected restart alarm or reset anomaly after battery change noted. Pump was monitored and no audio beep anomaly, vibration anomaly, noise anomaly or constant tone alarm anomaly noted. Pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone. Customer's blood glucose was 220 mg/dl at the time of incident and was treated with insulin pump. Customer stated that she had experienced recurring strange alarm beeping noise and it locked the insulin pump screen. Customer stated that battery was replaced and rewind the insulin pump. During the constant tone troubleshooting, self test and vibrate test was performed and passed. Customer also mentioned to have received a watchdog time out alarm and external ram crc error alarm and troubleshooting was performed and completed on both alarms. Customer also received the unexpected restart alarm and no troubleshooting was performed. Customer also mentioned cracks on the battery compartment of the insulin pump. Customer was advised that the insulin pump is being replaced and is expected to return for analysis.